Manufacturer narrative:
Na

Event description:
It was reported that the ventilator had alarmed with a high breath rate and low minute volume while connected to the patient. The patient's spo2 dropped to the mid 80's and had a bluish tinge to his lips. No allegations of vent malfunction causing patient harm.